Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed out of range shock impedance measurements one day post implant. Technical services (ts) discussed possible causes and recommended further evaluation. The device was reprogrammed and shock impedance was within range in 'rv-to-can' configuration. Impedance was still out of range in 'coil-to-coil' configuration and was intermittently out of range in triad configuration. Ts discussed it was likely a connection issue or a proximal coil problem. The device was reprogrammed 'distal coil-to-can'. The patient will be scheduled for a non-invasive programmed stimulation to retest defibrillation thresholds in this configuration. Impedance will be monitored. No adverse patient effects have been reported.